Event description:
It was reported that the device has ripped/bubbled downstream occlusion sensor (dso) seal, scratched lens, lightly damaged uso seal. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed as the pump failed the downstream occlusion test. The downstream occlusion sensor was replaced and the device was able to pass all testing criteria.